Event description:
As initially reported by other health care professional, stating that the consumer initially experienced pain and red eyes with the lens in left eye. During the ophthalmology check-up, three abscesses were found on the right eye with the lens. Also, the discomfort occurred after two to three weeks of wear which were trial lenses. The current status of the consumer¿s eye was symptoms resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6. The actual complaint product was not returned for evaluation. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information updated in b2, b3, b5 and h6 field. Refer to the other report filed under the manufacturer's internal reference number of qs file ID: (B)(4), which is reportable for left eye. The manufacturer internal reference number is: (B)(4).

Event description:
During the ophthalmology check-up, three abscesses were found on the right eye with the lens. Also, the discomfort occurred after two to three weeks of wear which were trial lenses. Follow-up information indicates that the consumer subsequently developed an abscess in the left eye, followed by three abscesses in the right eye. The prescribed treatment included cleaning the eye contour morning and evening with steroids (one bottle) and sterile compresses for ten days. Additional medications included tobramycin eye drops and ciprofloxacin eye drops: one drop in each eye every hour from early morning to midnight for two days, then six times per day for four days, followed by four times per day for four days, and then three times per day for five days. Trehalose and sodium hyaluronate lubricating solution was prescribed at one drop every hour for fifteen days. Hexamidine di-isethionate eye drops were administered as one drop three times per day for seven days. The current status of the consumer¿s eye was symptoms resolved at the time of this report. Additional information has been requested but not yet received.